Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm, (lot # 52480069x); unknown endo gia sulu, (lot # unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10, 30: according to the reporter, during the total pelvicectomy, at first, a few shots was done normally, but during rectal resection, the handle could not be squeeze, a clicking sound occurred, and stapling became impossible. The handle was replaced to resolve the issue. There was no patient injury. Pli20 ¿ it was reported that during the total pelvicectomy, after about 2 hours using lf1923, the device became impossible to seal as there was a seal completion sound, but no sign of energy being supplied which made the ligasure unusable. The staff cleaned the jaw area every time it got dirty. Another ligasure was properly used with the same generator. There was no patient injury.